Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection a cut was observed in the tubing. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a colleague solution set leaked from a hole. It is unknown at what process step this occurred. It is unknown if there was any patient involvement; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.